Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of " high" ; although specific value was not provided. Cause was not known. Customer changed pump supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally ,it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose was 225 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.